Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2024. (B)(6) (con): information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was pt reports that "I don't know if its helping, and it hurts if I sit against a chair and kind of bothersome so I might have it taken out". They said this started happening "about a year ago" and says they have "developed quite a curvature and the device sticks out". They said that they are talking to the doctor about removing the ins. Pt also says they get no device found when trying to connect to ins, and can connect with rtm and during the call started charging with excellent quality. They said ins is low, which could be why they were getting no device found wirelessly. Pt reported that their stimulation would turn off randomly now that it was charged up. Patient stated they already spoke with manufacturer representative (rep), who advised the patient to try using groups b and c for a week, and if the stim was still turning off on its own in those groups, then the patient will be seen for re-programming. Patient stated they changed from their normal program of a1 to b1, and when they went to change the intensity of group b from 1.0 to 0.8, it would work for 15-20 seconds, then shoot back up to intensity 1.0. Patient stated no matter what group they use, the intensity cannot be changed from intensity 1.0. The patient was redirected to their healthcare provider to further address the issue (B)(6) 2024 e1 (rep): additional information was received from a manufacturer representative (rep). The rep reported that education was completed with the patient regarding the patient programmer automatically showing that the patient is on program 1 after 15 seconds and that it is not their intensity level. The issue has been resolved.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was pt reports that "I don't know if its helping, and it hurts if I sit against a chair and kind of bothersome so I might have it taken out". They said this started happening "about a year ago" and says they have "developed quite a curvature and the device sticks out". They said that they are talking to the doctor about removing the ins. Pt also says they get no device found when trying to connect to ins, and can connect with rtm and during the call started charging with excellent quality. They said ins is low, which could be why they were getting no device found wirelessly. Pt reported that their stimulation would turn off randomly now that it was charged up. Patient stated they already spoke with manufacturer representative (rep), who advised the patient to try using groups b and c for a week, and if the stim was still turning off on its own in those groups, then the patient will be seen for re-programming. Patient stated they changed from their normal program of a1 to b1, and when they went to change the intensity of group b from 1.0 to 0.8, it would work for 15-20 seconds, then shoot back up to intensity 1.0. Patient stated no matter what group they use, the intensity cannot be changed from intensity 1.0. The patient was redirected to their healthcare provider to further address the issue.